Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was successfully explanted and replaced on (B)(6) 2015. The patient was discharged without any issues.